Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 352 mg/dl. The mother stated that the reason of the customer's high glucose level was of all the food she ate over the holiday. The mother stated that the customer's hospitalization was not insulin pump related. No further info was provided.

Event description:
It was reported that during a low anterior resection procedure, when the surgeon went to tighten the device around the wrist, it completely ripped. A new one was pulled and used. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Torn iris seal the analysis results of the device found that it was received with the iris seal torn. The tear initiated near to the upper inner ring and spiraled to the lower ring 360 degrees. No conclusion could be reached as to what may have caused the found condition of the iris seal. The batch record was reviewed and no anomalies were noted during the manufacturing process.